Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer declined to troubleshooting with tandem technical support. Additionally, it was reported a malfunction alarm occurred. Customer's blood glucose level was 175 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.